Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally announced a breakfast meal twice and sought guidance on next steps; the agent reviewed the device history feature with the user to verify meal announcements and provided education on recognizing and managing low glucose using the 15 grams/15 minutes rule and confirming with a blood glucose meter. Symptoms included no reported hypoglycemia or other adverse effects, as glucose values reportedly did not fall below 70 mg/dl. Outcomes included no alerts or alarms, no need for medical intervention, and no hospitalization. Investigation included troubleshooting with the user and education on correct meal announcement workflow and history review. Investigation of this case revealed user error related to duplicate meal entry, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the device.